Event description:
Increased knee pain [arthralgia]. Injections did not alleviate bilateral knee pain [device ineffective]. Case description: spontaneous report was received on 12/28/2011 from a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. In 2010, the patient initiated synvisc one injection (hylan g-f 20), 6 ml, once, in both knees. The synvisc one lot number was not provided. The patient's injections did not alleviate bilateral knee pain. The patient would require knee replacement. The action taken with synvisc one treatment was not provided. The outcomes for the events of increased knee pain, injections did not alleviate bilateral knee pain were unknown. Concomitant medications were not provided. The intensities for the events of increased knee pain, injections did not alleviate bilateral knee pain were assessed as unknown.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 12/28/2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.